Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The button the engages/disengages the keel punch has fallen out and can no longer be used to broach.

Manufacturer narrative:
Conclusion and justification status for MDR: the sigma hap fbt keel punch impactor was submitted assembled. Examination of the (B)(4) impactor bolt found damage suggesting attempts have been made to remove the bolt from the assembly. The instrument design does not allow the bolt component to be disassembled. The investigation could not draw any conclusions about the root cause of the reported disassembly; however, evidence was found suggesting attempts were made to disassemble the bolt that secures the thumb button. Based on the inability to conclusively determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.